Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for high blood glucose results. The customer is concerned with all of the results obtained. The expected fasting blood glucose test result range is 80 to 120mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification. During the call on (B)(6) 2017 a back to back blood test was performed non-fasting by the customer and produced test results of 117 and 124mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 07/23/2018 and open vial date is within the month of august 2017. The meter memory was reviewed for previous test result history. (B)(6). Customer called regarding results that she is getting from her meter. Customer states that results are higher than her normal range of 80 to 120 mg/dl fasting. Customer is feeling well at this time and is not having any symptoms related to her diabetes. Customer has not had any changes to her exercise and/or diet routine and takes metformin, tragenta and insulin to control her diabetes. Had customer perform a back to back blood test with results of 117 mg/dl and 124 mg/dl non-fasting. Customer stated that she just had a soda.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-18 user has high glucose value (B)(4).

Event description:
Consumer reported complaint for high blood glucose results. The customer is concerned with all of the results obtained. The expected fasting blood glucose test result range is 80 to 120mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification. During the call on (B)(6) 2017 a back to back blood test was performed non-fasting by the customer and produced test results of 117 and 124mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 07/23/2018 and open vial date is within the month of (B)(6) 2017. The meter memory was reviewed for previous test result history. 180mg/dl (B)(6) 2017 07:30 am fasting: yes, 171mg/dl (B)(6) 2017 07:28 am fasting: yes, 130mg/dl (B)(6) 2017 09:15 pm fasting: yes, 147mg/dl (B)(6) 2017 08:42 pm fasting: no, undisclosed. Customer called regarding results that she is getting from her meter. Customer states that results are higher than her normal range of 80 to 120 mg/dl fasting. Customer is feeling well at this time and is not having any symptoms related to her diabetes. Customer has not had any changes to her exercise and/or diet routine and takes metformin, tragenta and insulin to control her diabetes. Had customer perform a back to back blood test with results of 117 mg/dl and 124 mg/dl non-fasting. Customer stated that she just had a soda.